Event description:
During a carotid stenting procedure with a precise stent, the pt suffered a stroke and expired.

Manufacturer narrative:
The product remains implanted in the pt, and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.